Manufacturer narrative:
The returned device was evaluated by the failure analysis center. The root cause of the reported problem was determined to be due to a failure of the eos power supply module. Transistor q6 was found to be shorted components, u1, r4, r35, and r1 were found to be burnt. A replacement device was provided to the customer.

Event description:
The customer reported the device unit does not turn on. They can hear the power supply clicking. There is no ac power light on the front of the unit. There was no report of pt involvement related to the reported event.